Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the insulin gauge displayed 19 units and the customer removed 80 units of insulin remaining in the cartridge. There was no reported impact to the customer's blood glucose level.